Event description:
It was reported to the manufacturer by facility, per facility lift fell with pt in it. The scale hook came out of the scale holder itself, and the scale stayed on the boom of the lift. Spoke to facility about pictures sent, they claim the pictures are of the actual parts involved in the incident. They were moving pt from bed to chair. One c.n.a. Was in front and one c.n.a was in the back of the pt. The lift swivel arm and scale were in somewhat of a horizontal position when lifting pt. The pictures sent also reflects horizontal position of the swivel arm and scale. Per manufacturer pt or equipment should not be in a horizontal position to any degree when lifting or transporting. Label on lift is very clear that the hook and swivel bar should be in the vertical position at all times.